Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 2 of 2. Non-us event; occurred in canada. Consumer reported that a tampon was lost or dislodged inside of her vaginal cavity. She did not report a specific date of event. There was no report of any medical attention being required or any experience of an adverse health effect. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.